Event description:
Additional information received reported the patient lost stimulation in addition to the lead migration. The lead was attempted to be repositioned during a revision, but was unsuccessful. The lead was replaced. This revision occurred in (B)(6) 2012. A second follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8590-9, lot# n274336, implanted: (B)(6) 2011, product type accessory; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3550-29, lot# n203697, implanted: (B)(6) 2011, product type accessory. (B)(4).

Event description:
It was reported there was a lead migration. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.